Event description:
Through follow-up, the following additional information was received. Reportedly, there was no intervention required for the case of corneal endothelium detachment which was described as "small enough not to cause corneal haze", and the patient is in stable condition. Per report, the surgeon believes that difficulties during implantation contributed to the event. Additionally per report, the posterior capsule opacification was likely secondary to the cataract surgery, and was not due to the device. Reportedly during the observation period, four (4) posterior capsulotomy procedures were performed using a yag laser which resulted in improved best corrected visual acuity (bcva) as compared to the values prior to laser treatment. Per report, an additional six (6) procedures were performed after the observation period.

Manufacturer narrative:
Additional information: MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: b7: mean and mode used. B3: publication date used for event date. D6: estimated implant date based on report details. The devices were not available; therefore, product testing on the actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for the device lot numbers could not be reviewed. A review of the device labeling and risk management document was completed. Eye injury, corneal endothelium loss and posterior capsule opacification are identified as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events (eye injury, corneal endothelium loss and posterior capsule opacification) are established risks associated with use of the device, which is clearly documented. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4).

Event description:
The following was reported through a review of the article titled, ¿the effectiveness and safety of one-stage istent-based micro-invasive glaucoma surgery ¿ a retrospective study.¿ it was reported that during trabecular microbypass stent procedures, there was one (1) case of corneal endothelium detachment reportedly caused by mechanical damage from the stent guide, and one (1) case of a dislodged stent in the anterior chamber (ac). Additionally, per report there were three (3) cases of intraoperative anterior chamber bleeding, and ten (10) eyes which developed postoperative posterior capsule opacification requiring a yag laser capsulotomy. Additional information has been requested. Please see attached article for further details. Reference doi:10.3389/fmed.2023.1273889.